Manufacturer narrative:
D4 unique identifier (UDI) #, corrected data: initial report inadvertently did not include the truncated version of the UDI.

Event description:
It was reported that the patient's vns showed high impedance shortly after implant. X-ray images with ap/lateral chest views were received and reviewed. The generator was placed above rib 4 in the upper left chest area. It could not be assessed if the connector pin was fully inserted due to the angle and quality of the images provided. Based on the location of the back of the pin, it appears possible that the pin is fully inserted, but it cannot be confirmed based on the images provided. The integrity of the feedthru wires could not be assessed based on the images provided. Both a strain relief bend and a strain relief loop appeared present; however, it could not be assessed if the strain relief was placed per labeling. 2 tie-downs were identified, but their placement could not be confirmed to be per labeling based on the images provided. No apparent sharp angles or gross fractures were observed in the part of the lead visible in the ap and lateral chest views. It could not be assessed if the lead wires were intact at the connector pin. Based on the x-rays received, the cause for the high impedance could not be determined. Note that a discontinuity, including microfractures, could not be ruled out in the portions of the lead not able to be visualized. Device history record was reviewed for the suspect lead. The lead passed all quality control measures prior to distribution, and no unresolved nonconformances were found prior to distribution. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.